Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified balloon catheter was attempted to advance over the ht balance middleweight universal ii (bmw) guide wire; however, resistance was felt with the balloon catheter. The bmw became twisted and stuck. The entire system was removed as one unit and the coils were noted to be a bit damaged. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance and difficulty to remove were unable to be confirmed due to the returned condition of the device. The reported twisting was unable to be confirmed as no twisted materials were noted on the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, material twisting, distal core separation and foreign body in the patient appear to be related to case circumstances of the procedure. Based on the reported information it is likely that during the procedure, the inner lumen of the balloon catheter became damaged causing the reported difficulty to advance and remove. Manipulation against resistance likely resulted in the reported coil damages and ultimately resulting in the core separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1: adverse event was added. B2: outcome attributed to ae updated from na to other serious. B5: clarification on event information received. H1: updated from malfunction to serious injury. H6: health effect impact code 2199 removed. Health effect clinical code 4582 removed and 2687 added. Medical device problem code 1069 removed and 1562 added.

Event description:
It was reported that an unspecified balloon catheter was attempted to advance over the ht balance middleweight universal ii (bmw) guide wire; however, resistance was felt with the balloon catheter. The bmw became twisted and stuck. The entire system was removed as one unit and the coils were noted to be a bit damaged. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequently, after the initial report was filed it was confirmed that the guide wire separated during the procedure; however, the account could not confirm if all separated portions were removed from the anatomy. No additional information was provided.